Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The cause of the extended charge time was found to be due to two discrepant capacitors.

Event description:
It was reported that an alert was displayed noting that the charge time limit had been reached. During a capacitor maintenance, a crackling sound was heard. The patient reported hearing the same noise before the alert went off. The device was explanted and replaced.